Manufacturer narrative:
This case was reviewed and investigated according to the manufactures policy. A field service engineer replaced the touch panel display on the core m2 system at the customer site.

Event description:
It was reported that the manufacturer's system's touch panel glass is chipped and beginning to feel sharp to the customer. No user injury reported. This product problem is being reported because the touch panel display has a sharp edge that can result in a potential for harm.

Manufacturer narrative:
Blocks d9 & g3: core m2 system touch panel screen was returned for evaluation. Block h3: during the product return evaluation, cracks and chips were observed on the screen with missing pieces of material and sharp edges. Block h5: correction, the initial MDR indicated "labeled for single use?" As yes; however, this should be no. Block h6: the complaint codes listed in the initial MDR remain acceptable (10- type of investigation, 3252- investigation findings, and 61- investigation conclusion). Based on the returned screen, the probable cause of the reported failure is likely due to unexpected damage during routine use. The device integrity can be affected by external factors such as device manipulation, its impact, and applied pressure associated with use and handling.